Manufacturer narrative:
MFR ref no.: (B)(4). Baxter received and evaluated the device. The reported condition, unit would falsely recognize a set at points 3 and 4, was unable to be reproduced, but was confirmed through review of the event history log. The downstream sensor was replaced as a known contributor to the reported symptom.

Event description:
It was reported a spectrum pump would falsely recognize a loaded set in points 3 and 4. This condition was found during biomed testing. It was also reported there was no patient involvement.